Event description:
The customer reported a speaker failure on their earlyvue vs30 vitals monitor. When the customer attempted a sound check on the device, they noticed one of the speakers did not work. The device was not in clinical use.